Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the lens. Small marks and nicks are observed on the optic surface. Marks are observed on the optic edge that match on both the anterior and posterior surface. The marks are in the shape of a surgical instrument used to grasp the lens. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Due to the presence of surgical solution and the condition of the returned sample, the damage that is observed is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the patient experienced blurred vision and tearing. The lens was later exchanged in a secondary procedure. Additional information has been requested and received which states that the patient was unable to tolerate to multifocal lens and the lens was exchanged for a non company lens.